Manufacturer narrative:
D10: gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) system, gore® tag® conformable thoracic stent graft with active control system, gore® dryseal flex introducer sheath, and gore® molding & occlusion balloon. A review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted in the patient; therefore, a device evaluation could not be performed. Gore is gathering information for the final report. Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). Code c21 is reflecting the upcoming results from investigations represented by codes b15, b20 and b11. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, a patient underwent an endovascular procedure using a gore® tag® thoracic branch endoprosthesis (tbe aortic component and side branch) system and gore® tag® conformable thoracic stent graft with active control system. Gore® dryseal flex introducer sheath and gore® molding & occlusion balloon were utilized for successful navigation and apposition of the devices. During deployment, gore® tag® thoracic branch endoprosthesis (tbe aortic component) moved distally approximately 8-10 mm due to slower deployment, which was caused by physician's technique. This resulted in the gold ring at the beginning of the endoprosthesis being just inside the left subclavian artery (lsa) ostium. The clinicians decided to extend the tbe aortic component, with the tag® thoracic branch endoprosthesis (tbe aortic extender). After tbe aortic extender was positioned and deployed, it "jumped" forward significantly, covering the left common carotid artery (lcca). The team decided to attempt a chimney technique with gore® viabahn® vbx balloon expandable endoprosthesis, direct from the lcca, which was successful. The patient is unharmed and doing well.